Event description:
It was reported that cerebral vascular accident (cva) occurred. A concomitant procedure consisting of a farawave pulsed field ablation followed by a left atrial appendage (laa) closure procedure was performed under intracardiac echocardiography (ice) guidance. Transseptal puncture was performed after administration of heparin, with an activated clotting time (act) greater than 400 seconds. A 27mm watchman flx pro closure device was implanted with a single deployment and no recaptures. Final assessment confirmed appropriate position and complete seal. Protamine was administered, and the patient was transferred to recovery in stable condition. Approximately two (2) hours post-procedure while in recovery, the patient developed acute neurological deficits, including loss of sensation in the extremities. A computed tomography (CT) scan confirmed the diagnosis of cva. The patient was admitted to the intensive care unit (ICU) for monitoring. The patient is in the hospital awaiting discharge to a neuro rehabilitation facility.

Event description:
It was reported that cerebral vascular accident (cva) occurred. A concomitant procedure consisting of a farawave pulsed field ablation followed by a left atrial appendage (laa) closure procedure was performed under intracardiac echocardiography (ice) guidance. Transseptal puncture was performed after administration of heparin, with an activated clotting time (act) greater than 400 seconds. A 27mm watchman flx pro closure device was implanted with a single deployment and no recaptures. Final assessment confirmed appropriate position and complete seal. Protamine was administered, and the patient was transferred to recovery in stable condition. Approximately two (2) hours post-procedure while in recovery, the patient developed acute neurological deficits, including loss of sensation in the extremities. A computed tomography (CT) scan confirmed the diagnosis of cva. The patient was admitted to the intensive care unit (ICU) for monitoring.